Manufacturer narrative:
(B)(4). Evaluation- a review of the device history record, manufacturing instructions, quality control(qc) and a visual inspection and dimensional verification of the complaint device were conducted for the purpose of this investigation. Two devices were returned for evaluation. The device was manufactured on 01 july 2011, and the product expiration date noted on the label is july 2014. This event was reported to have happened in (B)(6) 2015. Therefore, the product was expired when it was used. A visual inspection of the two returned devices noted damage to the sheath tip. Both devices had a nick at the tip of the sheath. Damage of this nature is typically caused by the wire guide when pushing through patient anatomy. The transition of the sheath and dilator appeared to be smooth. The patient had peripheral arterial occlusive disease (paod) prior to the procedure. This device is inspected per qc, which requires 100% inspection to confirm distal tip of sheath is sanded and free of rough edges and to visually examine and feel the sheath's distal tip for smoothness. Quality control confirms a smooth transition between the sheath and dilator at the sheath's distal end. The product was used after the expiration date. Furthermore, it appears that the damage to the introducer was likely caused while inserting the device into the patient. This can occur if the transition is poor. Also, this damage can occur if the sheath is used over the wire guide, which can cause nicks similar to the returned complaint devices. There is no evidence to suggest that the device was not made to specification. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During a crossover procedure, the tip of the introducer split during insertion of the sheath. The patient's anatomy was mildly calcified. A new sheath was used without complications. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a crossover procedure, the tip of the introducer split during insertion of the sheath. The patient's anatomy was mildly calcified. A new sheath was used without complications. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.